Event description:
The pt underwent cutting balloon and stenting for a bifurcation lesion of the lad. This pt was noted to have significant lv dysfunction. A perforation resulted and a jostent was successfully implanted. The heparin was reversed and subsequently the pt had an acute thrombosis and cardiac arrest. The pt was brought to the cath lab again and the vessel was successfully reopened, but the pt subsequently died from cardiogenic shock.